Event description:
Reporter alleged blood glucose read 382 mg/dl, so customer went to the doctor as a result. It was stated the customers meter read 412 mg/dl compared to the dr's measurement of 86 mg/dl when testing was performed within 10 minutes. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.